Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(4) - catalyst ide study, (B)(4). It was reported that on (B)(6) 2021, a 25mm amplatzer amulet left atrial appendage occluder was implanted into a patient. The patient was taking aspirin. On (B)(6) 2022, the patient had a follow up exam, and a laminar non-mobile thrombus was found on the device by CT scan. No patient symptoms were reported. No treatment or intervention was done. No patient consequences were reported.

Manufacturer narrative:
An event of a "laminar non-mobile thrombus was found on the device by CT scan" was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident is an error from the core lab and not with the implanted abbott device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.h6 health effect - clinical code: code 4440 removed h6 medical device problem code: code 4001 removed.

Event description:
Subsequent to the previously filed report, additional information was received that on (B)(6) 2022, it was discovered that the observed thrombus was observed in error, and it has since been decided that the observed event on CT scan was a product of endothelialization / natural healing. There was no treatment done, as there was no thrombus.